Manufacturer narrative:
The customer states this issue has occurred in the past and it was noted as a technologist error. Returned and retention gamma-clone anti-d, lot dmb63-1 were tested with samples of various rh phenotypes, including weak d. Expected reactivity was observed. Returned and retention products performed as expected. Customer sent sample for investigation testing. The sample was tested with returned and retention anti-d, lot dmb63-1 and with other manufacturers' anti-d blood grouping reagents. The sample exhibited no reactivity in all phases of testing with all anti-d reagents; the sample typed as d negative.

Event description:
Customer reported inconsistent reactions with gammaclone anti-d, when testing patient samples. The same sample tested twice on the same day resulted weak d negative one time and weak d positive (w+ to 1+) the second time. The second time it was tested, the result was confirmed by a second technologist. No adverse reactions occurred as a result of the inconsistent reactions.